Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent/kinked. As treatment, corrections were delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device had damages noted to the bottom housing, cannula window, housing vent, soft cannula, and the formed needle. Scratch marks were found on the bottom housing around and over the housing vent area. The cannula window had large gauges on the underneath area where the soft cannula and formed needle exit the environmental seal. The exposed portion of the soft cannula was completely ripped off. The formed needle was inspected and a chip was found on the tip in line with the scratch damages found on the cannula window. Although the cannula was damaged, a bend or kink could not be determined due to the exposed portion of the soft cannula being torn off.